Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0206049281. Product type: catheter: product ID 8781, lot# 02 06152167. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that anchor issues were encountered. Cerebrospinal fluid efflux was confirmed before the catheter was inserted. During the fixing of the anchor, the physician tried to rotate the anchor to be easily pulled out in advance. However, it was not moved although the physician laid stress on it. The physician continued its maneuver and then stopped it to confirm the anchor dispenser because the anchor was not pulled out of the anchor dispenser. It was confirmed that the anchor cut into the anchor dispenser. Leaving the catheter as it was, the backup catheter package was opened to use the backup dispenser. The new anchor was smoothly rotated when the physician laid stress on it. The physician fixed the anchor and the anchor was easily pulled out and the fixing was confirmed. The positioned catheter was lot number 0206049281 and used dispenser lot number was 0206152167.

Manufacturer narrative:
Analysis of the returned product noted just the anchor deployment tool was returned with the anchor still attached on the hypotube. There was no damage observed on the anchor. The reported anomaly was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube. The catheter anchor did not properly detach from the ascenda tool; not able to use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.